Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found the air in line detector was faulty and the latch lock flex was corroded. The air in line detector, latch/lock flex sensor, and dso seal were all replaced.

Event description:
It was reported that the pump exhibited an air in line alarm while no air was present. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.